Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had replace battery alert. Customer¿s blood glucose value at the time of incident was unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. (B)(4).